Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to 330 mg/dl. A possible cause of the past occlusions could not be determined. The customer performed a system check using the current supplies on the pump and the occlusion appeared to be within the tubing; however, after changing the tubing multiple times, another occlusion had occurred. The customer declined to change the tubing again.